Event description:
It was reported that a pt underwent an x-stop procedure. Approximately four months post procedure, the pt complained of having residual pain. It was also noted that intraoperative fluoroscopy images showed the device posterior to the l4-l5 facet level. Reportedly, the pt stated that she is 80% improved. Her preoperative radicular pain, paresthesias to the left buttock and leg, and neurogenic claudication prior to the procedure have improved. The physician office staff stated that the pt has improved at least 70%, and standing and walking posture is now straight. No additional info was reported.

Manufacturer narrative:
Method: device was not returned; followed up with pt.